Event description:
The pt was in the hosp because of pain. They did investigation and also CT scan. Pt has osteolysis in the acetabulum because of pe wear. Revision surgery planned and performed on (B)(6) 2015. Ref MFR #: 3005180920-2015-00047.